Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to reason for implantation. It was reported that the patient underwent excision of mesh and sutures on (B)(6) 2013 concurrently with insertion and removal of left ureteral stent, debridement of sinus tract and fistula bed; due vaginal discharge. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding and dyspareunia. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and repliform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a eua, rigid proctosigmoidoscopy, vaginal biopsy and instillation of fibrin glue on (B)(6) 2013, due to perineal vaginal fistula. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.